Manufacturer narrative:
Since this complaint sample has not been returned to us for evaluation, the issue could not be confirmed and the root cause and corrective actions could not be identified. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date 2017-apr-12.

Event description:
The customer reported that the bag was leaking at the seam during feeding.